Event description:
Reportedly, the doctor had a grounding pad burn occur during a triple cluster probe radio frequency ablation. The surgeon used 4 pads and because the patient had a left leg amputation the anterior pads were placed over the anterior superior iliac spine (asis) and the posterior pads over the buttocks. The patient developed a 3rd degree burn over the right asis and a first degree burn over the left asis. The surgeon repeated the procedure 2 weeks later with the pads on the right stump thigh without harm.